Event description:
Customer reports testing hi at 8:00 am, hi at noon, and hi at 3:00 pm. Customer took 50 units of humulin r at 8:00 am and 50 units of lantus at 8:00pm, which is an add'l 20 units of each due to the high results. Customer reportedly, passed out at 9:00 pm and tested 57mg/dl on the paramedic's device at 9:30pm. Customer was given a glucose IV and taken to the hosp. At the hosp the customer was given food and milk. No quality controls were used. Requested return of suspect device and replacement was sent.